Event description:
It was reported that the patient complained of lightheadedness at times when moving. The device was approaching elective replacement indicator. The device was explanted and replaced. The atrial lead had low impedance and was oversensing. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and not analyzed. The device met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed, and analysis of the device revealed normal battery depletion. The device meets expected longevity.